Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas 8000 e 801 module. The customer is running the sample on both the standard application of the assay and the short turn around time (stat) application of the assay. The initial result using the standard application was 39.4 ng/l. The initial result using the stat application was 16.5 ng/l. The sample was repeated using both applications, and the results were both 16.7 ng/l.

Manufacturer narrative:
The e801 module serial number was (B)(6).

Manufacturer narrative:
Calibration and qc were acceptable. No maintenance issues were identified. Fifty-three sample-related alarms were observed on the alarm trace data. The customer used a coagulation time of 24 minutes. Based on the customer's sample tubes, the coagulation time should be 30 minutes. The customer used a centrifugation time of 7 minutes at 3004g force. Based on the customer's sample tubes, when using 3004g force, the centrifugation time should be no longer than 4 minutes. The investigation determined the event was consistent with sample handling issues. A product issue was not found.